Manufacturer narrative:
Reported event. An event regarding foreign matter involving a mako mics was reported. The event was not confirmed. Method & results -product evaluation and results: inspected and determined failure of the following test steps: cable visual inspection - pass; hand piece visual inspection - pass; pivot handle lock test - pass; collar test - pass; original cable agitation test - pass; cable functional (new cable) - n/a. Original description not confirmed. Disposition: rtv inspected by: (B)(4). -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mics was leaking a brown fluid. No surgical delay. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics was leaking a brown fluid. No surgical delay. Case type / application: tka.